Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that biometric identifier (bio ID) authentication issues. The technical support specialist (tss) followed knowledge article "bioid lumidigm update package 1.3 release for es - failure recovery fix "to manually uninstall and reinstall the latest lumidigm software. Performed hardware test application (hta) testing, had the onsite user test bio ID scanning. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to log in using bioid. After scanning the fingerprint, the device returned to the initial white login screen without completing the login process. There were no delay or adverse events or injuries reported based on this event.